Manufacturer narrative:
The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported that a patient was injected in the cheeks with an unspecified juvéderm®. About four months later, the ¿patient¿s face blew up, meaning it was very, very swollen¿. The patient visited the emergency room and was given antibiotics for an infection. The patient did improve. The injector plans on dissolving. The symptoms have not resolved.